Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the keypad and housing are defective. Also, the rad-8 device has sporadic drop outs. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed minor damage to rear of the housing and cosmetic damage to the "enter" button. The device powers on via ac power, and remains on when switching to battery power. The ac power available led illuminates when ac power is connected, however the led illumination is intermittent when the power cord is manipulated. It was also found that the ac power entry module ground pin is broken away from the system board solder point. The device was operated to obtain readings, and alarmed under simulated alarm conditions with no unexpected shutdown and with no measurement dropout.